Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial tha, the surgeon noted there were particles of porous coating flaking off as he was impacting the cup into the patient. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; h2; h3; h4; h6 reported event was confirmed with product return. Upon visual inspection the coating is even with no bare spots. The graticule check was performed and the porous coat area sits between the tolerance bands when lined up with the shell profile, as required. The brush test was performed and the result was found to be out of specification. A corrective action was opened to further review. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.